Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014-08731 & 1825034-2015-02551 / 2554).

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced. During the procedure, the locking ring would not lock the liner into the cup. The liner was cemented into the cup as the locking ring could not be removed. A thirty minute delay occurred as a result. Additional information obtained through follow up indicates that patient underwent revision procedures on (B)(6) 2014 and (B)(6) 2015 due to dislocation. A review of invoice history confirmed the surgery dates and revealed that the modular head and acetabular liner were replaced with a constrained system on (B)(6) 2014. Invoice history and information provided further revealed that the modular head and acetabular liner were replaced with competitor acetabular components and a biomet head on (B)(6) 2015.

Event description:
It was report patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced. During the procedure, the locking ring would not lock the liner into the cup. The liner was cemented into the cup as the locking ring could not be removed. A 30 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."